Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection and functional testing were performed. The device presented f-94 alarm during self-testing. The cause was a damaged battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had f-94 alarm (configuration option settings checksum is not 0). There was no patient involved. No additional information is available.